Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. Review of stored egms via merlin.net, showed p-waves were falling into ventricular blanking. Programming changes were recommended. The device will be monitored.